Event description:
It was reported that touchscreen on pump was not fully responsive. There was no adverse impact to the customer's blood glucose level. Customer was instructed to clean and dry screen and hands, performed touchscreen test that failed, and technical support provided complete pump reset instructions, with customer planning to reset pump later and declining further follow-up.